Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy, it was reported by the affiliate that during the firing, the surgeon observed the clips were not formed properly and the upper jaw of the applier, started to slide down. He quickly removed the device from the abdomen and observed that the upper jaw was cracked and dislocated. A new er320 was used to complete the case. There was no consequence to the pt.